Event description:
When the doctor used the drill to drill the distal part of the cement after removing the stem out of the patient's body, the drill was broken inside the femur. The doctor made another 7cm cut in the patient's thigh to make 1cm x 3cm hole in femur to remove the broken part of the drill. The time of surgery was delayed for about one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.